Event description:
Reportedly, during last follow-up, the physician observed failure to interrogate the ICD involved in this MDR report. No magnet test was performed. The physician decided to replace this ICD which was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.